Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported the customer received a compromised force sensor system alarm. There were several other compromised force sensor system alarms in the alarm history. No additional information provided.